Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as high/elevated pacing impedance was noted. A new pace/sense lead was implanted and the pace/sense portion of the rv lead was capped. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.